Event description:
It was reported that the unspecified bd¿ pen needle was clogged and failed to deliver insulin during use. The following information was provided by the initial reporter: "the needle also clogs very easily and had to change needles to complete the injection. I have been using lantus pens for years and have never had issues."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was clogged and failed to deliver insulin during use. The following information was provided by the initial reporter: "the needle also clogs very easily and had to change needles to complete the injection. I have been using lantus pens for years and have never had issues."

Manufacturer narrative:
The following fields were updated due to additional information: d3: medical device manufacturer: becton dickinson and co. D4. Medical device lot #: 1006149 d4. Medical device expiration date: 31dec2025 h4. Device manufacture date: 06jan2021 d4. UDI: (B)(4). G1 manufacturing location: becton dickinson and co. G5: PMA/510(k)# k212015 d9: device available for eval yes d9: returned to manufacturer on: 14feb2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 6th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended.